Manufacturer narrative:
Visual inspection: during the investigation, deposits on the devices were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: both valves were tested, the prosa was not adjustable while the progav 2.0 was adjustable to all pressure ranges. Braking force and brake function test: the brake function test has shown that the brake function on the prosa works as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. The brake function test of the progav has shown that the brake function works as expected and the braking force is within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine that the prosa is not adjustable. The visible deposits found in the valve are the cause of the functional impairment. Furthermore, we were able to detect visible deposits in the progav 2.0 and on/in the ped. Pre-chamber. These deposits did not affect the technical properties at the time of the examination. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shunt system (#fx995t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years, 4 months. Weight: unknown. Height: unknown. Gender: male.